Event description:
A second revision total hip arthroplasty (tha) was performed on (B)(6) 2026, due to loosening associated with osteolysis. During the procedure, the surgeon explanted the following devices: modulus mod.stem ø24 mm (product code 431015120, lot #1202597 and ster. N. (B)(4), fem. Modular head - l ø32mm (product code 5010.09.323, lot #1303276 and ster. N. (B)(4), modulus neck s taper b 12/14 (product code 7590.15.030, lot #1308590 and ster. N. (B)(4). The primary surgery was performed on (B)(6) 2013 and the first revision was performed on (B)(6) 2013. Patient is male, 67 years old with high activity level. Event happened in japan and related to (B)(4).

Manufacturer narrative:
Investigation checking the manufacturing charts of the involved lot #1202597 and ster. N. (B)(4), no pre-existing anomaly was found on (B)(4) devices manufactured with the same lot #. A final MDR will be shared upon completion of the investigation.